Event description:
It was reported that on (B)(6) 2013, during a hardware removal of screws, two cruciform screwdrivers were broken at the cruciform while attempting to explant the screws. Fragments were retrieved and procedure was completed with a replacement screwdriver. No delay to procedure reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute of this complaint condition. All four blades are broken off. The remainders of the blades are badly twisted and point into clockwise direction and there are excessive wear marks at the remainders visible. The relevant dimensions can not be verified anymore because of the damage. Next to that it is unknown according to which design version the screwdriver was manufactured at susa. However, the fracture face is homogenous, which indicates material conformity. The strong deformation of the blade remainders is a clear indication that too much torque was applied during the insertion of a screw. The visible wear marks indicate that this device was often and intense used over years. Therefore wear and tear could also have played a certain role. These points actually speak against a manufacturing fault.